Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not available for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the subject device was not available for evaluation, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a screwdriver tip sheared off during final tightening of the set screw. The screwdriver tip remains in the patient. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a screwdriver tip sheared off during final tightening of the set screw. The screwdriver tip remains in the patient. Surgery took place (B)(6) 2017.